Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer reported a missing backup battery clip on the power module

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a missing backup battery clip was confirmed via evaluation. The heartmate power module (s/n: (B)(6)) was inspected at the service depot. Visual inspection confirmed the missing streamline battery clip. The power module underwent functional testing and passed without issue. The customer was requested to provide a purchase order (po) for the repair and declined. The unit was authorized to be scrapped and was forwarded to the product performance engineering (ppe). The root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate power module instructions for use (IFU), rev. B, instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook, rev. D, and the heartmate 3 instructions for use, rev. C, caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.